Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified no issues with the balloon material. The investigator was unable to inflate the balloon due to the hub of the device having been removed. A visual and tactile examination identified no issues with the tip or markerbands of the device that could have contributed to the complaint incident. No kinks were identified on the shaft of the device. A visual examination identified that the hub of the device had detached from the shaft at approximately 160mm proximal of the proximal balloon sleeve. A microscopic examination found that there was no stretching of the shaft present and that the site of detachment was a clean cut. This would indicate that the device came into contact with a sharp object and that the hub was cut off from the device. It is not known why the hub was removed from the device. The hub was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left leg artery. A /16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the procedure, it was noted that the device collapsed and a sheath was required for removal. The procedure was cancelled. There were no patient complications or injuries reported.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left leg artery. A /16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the procedure, it was noted that the device collapsed and a sheath was required for removal. The procedure was cancelled. There were no patient complications or injuries reported.